Manufacturer narrative:
Reporter's facility name, complete address and phone number were not provided. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 1 of 2 of the same event. It was reported from (B)(6) that during an attune knee prosthesis surgery, it was observed that the procedure started without problem, however as the surgery continued, the power module device and saw adapter device began to fail. It was reported that the surgery was prolonged for approximately one hour while spare devices were being retrieved. It was further reported that the surgeon continued the surgery and finished the operation manually without further problems; no revision surgery was necessary. It was reported that the patient¿s post-operative status was stable. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device control unit did not function and the battery malfunctioned and damaged. Failed pretest for saw- test, function- test and charging and checking of power module in charger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the date device returned to manufacturer was documented as 3/26/2018 in the initial report. It has been updated as 4/19/2018. Device evaluation update: it was documented in the initial report that the device control unit did not function and the battery malfunctioned and damaged; and that the assignable root cause was due to improper handling. Upon investigation review, it was determined that this was incorrect. It was determined that the device was generally not functioning and defective. Furthermore, it was determined that the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.